Event description:
It was reported the patient¿s stimulator remained implanted.

Event description:
It was further stated that the patient met with a company representative on (B)(6) 2014 for reprogramming. The patient stated that the stimulation pattern was better. The company representative had heard from a nurse in the pain clinic that the patient had since had his arm amputated as he had a tumor. It was stated that this was always a possibility. The company representative did not know the status of the stimulator. To clarify the initial report, the patient only stated that since implant "stim" hadn't worked right, not specifically stimulation. It was unknown if the patient was referring to the stimulation or the actual stimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n455713, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. Since implant, his stimulation hasn¿t worked right. The patient stated that he was still getting severe pain down his left arm and that he had to hold his head or arm in a certain position in order to get stimulation to work. Additional information was requested, if received, a follow up report will be sent.